Event description:
It was reported that shaft break occurred. A 24 x 3.50 promus premier stent was selected for use. However, during preparation, the user was unable to remove the stent stylet despite several attempts. After trying so hard, the shaft of the device broke. The procedure was completed with another 3.50 x 24 mm promus premier stent. There were no complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. A 24 x 3.50 promus premier stent was selected for use. However, during preparation, the user was unable to remove the stent stylet despite several attempts. After trying so hard, the shaft of the device broke. The procedure was completed with another 3.50 x 24 mm promus premier stent. There were no complications reported and the patient was stable. It was further reported that the breakage occurred exactly at the point of the rapid exchange guidewire port of the stent delivery system.